Manufacturer narrative:
Continued phone number(s) (e.1): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side rupture and several small cysts confirmed via MRI. Device has been explanted and replaced.

Event description:
Physician reported, left side rupture. And several small cysts. Confirmed via MRI. Device has been explanted and replaced.